Event description:
The hosp reported that during the saphenous vein harvesting procedure, blood was observed entering inside the conical tip. A replacement unit was used to complete the procedure. The hosp did not report any pt complication.